Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Reviewed device labeling: "patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur."

Event description:
Healthcare professional reported "rippling/palpability issues with allergan around implants particularly when placed in the subglandular plane." This event is reported to have occurred in multiple patients with no patient or device identifiers.